Event description:
The facility operating room manager reported, a system message displayed advising to reset the footswitch. The staff kept unplugging and re-plugging in the footswitch. The customer borrowed a footswitch from another facility. The customer was able to proceed with the cases. The cases were delayed an hour while the staff was troubleshooting the problem. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and replaced the footswitch cable. The company service representative did not test the system to product specifications because, the customer needed the system immediately for surgery. The facility biomedical engineer stated, the footswitch will not be returned for in-house evaluation. (B)(4).